Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their recharger stopped charging and they were not able to get it to work. The patient stated that the recharger screen was dark and then later showed the ¿empty recharger¿ battery icon despite being plugged into the ac power supply. The patient stated that after they messed with it, they were able to turn it off so they could turn it down because stimulation had been too high. It was noted that the green light was on and the connection seemed secure, with the white arrows aligned. The repair department was contacted and a replacement desktop charger was requested. No further complications were reported or anticipated. Indication for use is spinal pain.